Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the data presented in the literature review article indicates that a child who was being treated with a tsf for femoro-pedal distraction suffered from dislocation of the calcaneal pin, which was treated by modifying the structure with adjustment of the distal ring. Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed, and the patient outcome beyond that which is documented in the article cannot be confirmed. Therefore, no further clinical assessment is warranted at this time. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
(B)(4).

Event description:
"The british editorial society of bone & joint surgery. Children's orthopaedics. Femoro-pedal distraction in staged reconstructive treatment of tibial aplasia." Author: a. Laufer et al. In this study there were 10 patients (12 limbs) bearing taylor spatial frame. It was reported that a patient suffered from dislocation of the calcaneal pin. The event was treated via medical intervention (modifying structure) with adjustment of the distal ring